Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Motor passed the motor test. Device was received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has cracks along the side. Customer did not recall how the damage occurred. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.